Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Put in tampon, can't feel it with my fingers...trying to get it out [foreign body in reproductive tract] tampon string not long enough [device physical property issue] . Case narrative: consumer reported via phone that she can't feel tampon that's inserted inside her. No serious injury reported.